Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a diagnostic procedure, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not power on. Review of the system log file confirmed the malfunction with the suite pc. During troubleshooting, the fse found that power was present at the power cord leading to the pc, but the suite pc was not booting up. The part analysis was performed for suite pc and confirmed that no power to the system. The fse replaced the suite pc, reloaded and restored the system software. After replacement of the suite pc, the software was reloaded and restored, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not boot up. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the suite pc and restored system software. The device was returned to expected functionality. Philips has started an investigation of this complaint.